Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was pelvic organ prolapse, cystocele, uterovaginal prolapse, and stress urinary incontinence. The postoperative diagnosis pelvic organ prolapse, cystocele, uterovaginal prolapse, stress urinary incontinence, and bilateral ureteral injury. The procedure performed was a da vinci assisted hysterectomy, bilateral salpingo-oophorectomy, cystourethroscopy, transobturator tape placement (monarch), and da vinci sacrocolpopexy. During this procedure that was an injury to the bladder. Urology was called in to repair the damage. Three small bladder injuries were identified and all three were closed in layers using 3-0 vicryl interrupted sutures. Then the right ureter was identified and it was dissected all the way up to the common iliac vessels. The left ureter was completely transected during the hysterectomy and this ureter was dissected all the way up to the common iliac vessels on the left side. The bladder was repaired by the urology department. At the same time an additional procedure was performed . The preoperative diagnosis was urinary incontinence. The postoperative diagnosis was robotic-assisted hysterectomy, sacrocolpopexy, proposed mid urethral sling, injury to the bladder times three, injury to the right ureter and left ureter.